Event description:
It was reported that this pacemaker reverted to safety mode, however, then reverted out of safety mode. Technical services (ts) discussed that safety mode will likely recur, and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information has been requested to confirm the date of event and to obtain the date of implant for the device, name of the health care professional (hcp)/physician, health care facility and plan of action for the device. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker reverted to safety mode, however, then reverted out of safety mode. Technical services (ts) discussed that safety mode will likely recur, and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information has been requested to confirm the date of event and to obtain the date of implant for the device, name of the health care professional (hcp)/physician, health care facility and plan of action for the device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker reverted to safety mode, however, then reverted out of safety mode. Technical services (ts) discussed that safety mode will likely recur, and device replacement was recommended. No adverse patient effects were reported. The device remains in service. Additional information has been requested to confirm the date of event and to obtain the date of implant for the device, name of the health care professional (hcp)/physician, health care facility and plan of action for the device. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.